Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Appearance, angle and cannula pull force of np end were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Investigation conclusion: based on the investigation above, the root cause cannot be determined. However, we will keep monitor on similar issue from filed and trending regularly. Rationale: refer to pen needle risk assessment 149rmn-0004-01, the severity of needle broken is moderate(s3). The actual complaint rate of needle broken is o1 since from 2017 till now. According to CPR-028, the risk level is low. The issue confirmed might was caused by incorrect setup method, no CAPA needed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off or pulling out. Product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse prepared to give injection to the patient with insulin . In the process of filling the needle, she found a part of broken needle in the rubber plug of the insulin pen. She immediately reported to the head nurse to inquire about the process of injection and needle retrieval. If the needle was broken during the actual injection, the consequence would be serious, and reported it to the equipment department.